Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number 62318. The reported events of conjunctival hemorrhage and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen®45 gts broke during repositioning and caused anterior chamber bleeding and conjunctival hemorrhage in the right eye. Treatment was noted as tamponade and removed blood in ac with the prescription of steroid. The events have been resolved. Affected xen remained in the right eye and re-surgery with xen has been planned for the future. Patient is currently on anti-glaucoma drops with improving va.